Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
At the start of the ventricular extra systole of the rvot procedure, the ensite velocity amplifier was not connecting with the dws. The procedure was cancelled with no adverse consequences to the patient. The procedure has been rescheduled for a different date. The issue was later resolved after upgrading the firmware of the amplifier.